Event description:
Procedure type: rectum resection. According to the reporter: resection performed at about 10 cm. The pt had an insufficiency four days following surgery and had to be revised/reoperated. A protective ileostomy was performed. Intra-operatively no abnormality was detected; the instrument functioned properly. The clip seam was found to be good intra-operatively and was also closed. An intraoperative leak test done at application. The anastomosis was solid intra-operative. No reinforcement material was used. No blood loss was reported.

Manufacturer narrative:
(B)(4).